Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received multiple inappropriate shocks. Low intrinsic r-wave amplitude was also observed. It was determined that the lead had dislodged. The device was programmed to a tachycardia mode of monitor only until the patient could be seen to address the lead dislodgement. Subsequently, the patient was seen for a revision procedure. The physician noted that the generator placement was not optimal as the generator had moved. The generator was also noted to have been tied down to fatty tissue. The device was relocated to a higher position in the patient's chest. The rv lead was explanted and not re-implanted as tissue was noted in the helix. A new lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.